Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that debris was deposited into the patient. The debris was retrieved.

Event description:
It was reported that debris was deposited into the patient. The debris was retrieved.

Manufacturer narrative:
Alleged failure: stamping issues, seeing numbers float. Confirmed failure: outer tube damaged (bent, dented); damaged distal cover glass. Probable root cause: thermal destruction of epoxy; improper epoxy/curing process; laser welding failure; use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.